Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: february 07, 2012. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the inner shaft for removal screwdriver broke off in sterile processing on (B)(6) 2016. The reporter was testing the device with an implant device; while the reporter was trying to back-out an implant with the removal screwdriver, the tip of the inner shaft for removal screwdriver broke off. There was no patient or procedure involvement. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation was completed for one inner shaft for removal screwdriver (part number: 03.647.972, lot number: 7726747, manufacturing date: feb 07, 2012). The complainant part was received and the complaint condition is confirmed. A visual inspection and drawing review were performed as part of this investigation. The returned device was examined and the complaint condition was able to be confirmed as the t8 removal shaft was found to have a broken tip; a fragment (approximately 2mm long and 2.5mm in diameter) was missing and not returned. The balance of the device appears to be in fair condition with some signs of wear of and tear. The inner shaft for removal screw driver (03.647.972) is noted in the zero-p va system technique guide. Zero-p va is a variable angle zero-profile anterior cervical interbody fusion (acif) device indicated for skeletally mature patients with degenerative disc disease (ddd) and accompanying radicular symptoms at one level from c2-t1. The returned instrument is utilized for screw removal and is one of two instruments specifically designed for this use. To remove a screw using the removal screwdriver, first engage the tip of the driver in the drive recess and turn the inner shaft (top knob ¿ etched 1) counterclockwise until it is flush with the middle knob (etched 3). Next the bottom knob (etched 2) can be rotated clockwise until the plate¿s securing mechanism is retracted. Finally the middle knob (etched 3) is rotated counterclockwise to remove the screw. The technique guide offers the following caution: ¿if the inner shaft is not fully engaged prior to attempting subsequent screw removal technique steps, breakage of the driver may occur and could potentially harm the patient.¿ relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level, t8 removal shaft, innerdrive removal complete and t8 removal shaft front. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material records reviews, non conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined; the failure mode is consistent with the application of off-axis loading during use. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.